Manufacturer narrative:
Visual analysis of the photographs identified: gel bleed: no observe gel bleed on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side ¿exudation of the prothesis causing siliconomas and capsular contracture (baker grade ii)¿. Device was replaced with non-allergan device.

Event description:
Physician reported left side ¿exudation of the prothesis causing siliconomas and capsular contracture (baker grade ii).¿ device was replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Gel bleed: not observed. Additional observations: void is observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side ¿exudation of the prothesis causing siliconomas and capsular contracture (baker grade ii)¿. Device was replaced with non-allergan device.

Event description:
Physician reported left side ¿exudation of the prothesis causing siliconomas and capsular contracture (baker grade ii)¿. Device was replaced with non-allergan device.

Manufacturer narrative:
Health code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and granuloma.